Event description:
After thirty minutes of use artafacts, spikes and drafting of signal upwards. Then not able to zero. After replacing pdt, problem disappeared.

Manufacturer narrative:
Device not returned.